Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jul-2023. H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Leakage testing of the sample showed that leakage was occurring between the fitting luer and tubing. This component is provided to us by a supplier. A notification has been sent to inform them of the failure mode observed. They will be performing an investigation of the returned sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the pediatrics department reported that there was a leakage at the connector of the product during infusion connection, but the salesperson claimed that no leakage was found during pre flushing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the pediatrics department reported that there was a leakage at the connector of the product during infusion connection, but the salesperson claimed that no leakage was found during pre flushing.